Manufacturer narrative:
The reported event of leads failure to connect could not be confirmed. The device was received with signs of damage around the opening of left ventricular connector port, consistent with the modification that was reported from the field. Electrical and mechanical tests performed including outputs verification and evaluation of the header connectors did not identify any functional issues. Leads were able to be inserted and tightened securely onto the connectors and making good contacts as normal.

Event description:
During an elective upgrade procedure, the left ventricular lead was unable to be connected to the new device header. The lead was capped, device explanted and the previous device remained implanted. No additional intervention was performed. The patient was in stable condition.